Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experiencing headaches and severe pain at the implant site when using the device. The device has been explanted. Initially there was no headache or pain. These symptoms started last year and continued until the user could not wear the audio processor continuously.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for side effects of otologic surgery, namely headache and pain at the implant site. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient reported experiencing headaches and severe pain at the implant site when using the device. The device has been explanted at the recipient's request. Initially there was no headache or pain. These symptoms started last year and continued until the user could not wear the audio processor continuously.